Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. Blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin.